Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that post coronary stent implantation the patient suffered an mi and coronary artery restenosis. This is a (B)(6) male with medical history including nkda, addiction to hydrocodone, high blood pressure, diabetes, high cholesterol, indigestion problems, anxiety, back problems. In 2003, the patient had one bx velocity stent placed in the pda secondary to an mi that occurred post-operatively from neck surgery. There are no procedure details available to date. The patient reported that in 2004 the artery became "clogged up" and "hard as a rock." As treatment, the physician attempted to "clean out the artery." The event remained ongoing. Details regarding treatment for the restenosis are not available; however, were reported as unsuccessful. In 2005, the patient's anti-platelet and/or blood thinning medication regimen was discontinued secondary to the need for back surgery. The medication regimen was restarted after release from the back surgery. In 2011, the patient presented with another mi and angiography revealed a 95% stenosis of the lad and had two xience (abbott) stents implanted. The patient continues to take plavix and aspirin. The bx velocity stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0103538 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot r0103538. No nonconformance records were issued for this lot. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. In this case the event of mi coincided with the in-stent restenosis. Mi is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. Review of the information suggests that vessel, lesion and patient factors may have contributed to the reported events.

Event description:
The patient indicated that in 2003 u/u, he had neck surgery and at some point developed a blood clot in his leg which lead to a heart attack. For treatment of the heart attack a bx velocity rx hepacoat stent was implanted in the rpda. In (B)(6) 2004, the patient had a heart attack and the stent in the rpda was found to be closed and the doctor was not able to re-open it. On (B)(6) 2011, the patient had another heart attack, angiography revealed 95% stenosis in the lad; this was treated with the implant of 2 xience stents. The patient continues to take plavix and aspirin.